Event description:
This patient was being implanted with a heartmate 3 lvad on [date redacted]. Dr. (B)(6) was the primary implanting surgeon, and dr. (B)(6) was assisting and present at the time that this event occurred. Based on their descriptions, the patient had been off cardiopulmonary bypass for nearly two hours at which point (CT anesthesia) noted a large amount of air in the patient's aortic root and left ventricle. This occurred at a time in which the lvad (left ventricular assist device) had already been implanted and support had been initiated; the surgery team had just finished decannulating and surgically repairing femoral ECMO (extracorporeal membrane oxygenation) access points when this occurred. The patient's left ventricle was noted to be completely collapsed, and he was urgently placed back on cardiopulmonary bypass. The patient's right ventricle failed as a result, and a percutaneous rvad (right ventricular assist device) was placed. The patient's operation remained complicated, and he was ultimately transported to the ICU in critical condition around 20:30 on biventricular mcs (mechanical circulatory support), intubated, and requiring multiple inotropes.